Manufacturer narrative:
(B)(4). Batch # u5av2m. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no reload present. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. Please reference the instruction for use for more information. The instructions for use do contain the following caution: for the would not reverse knife automatic, slide the knife reverse switch forward to return the knife to home position. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic unknown procedure, the knife moved forward all the way but did not return to the home position after the firing. The knife reverse switch was used to return. The staples were deployed properly. Additional hand suture was performed just in case. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.